Event description:
Orig. Surg. 6 wks ago. Allegedly revised due to tibial loosening. Tibial component well fixed posteriorly, not well fixed anteriorly. Pt has bilaterals. Left completed 5 months ago and it looks great. Right completed 6 weeks ago. 4-5 days after surgery, pt began to have pain.